Event description:
The customer is unable to charge her pump. There was no impact to her blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation. However, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.